Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported that patient underwent elbow arthroplasty approximately one year ago. Subsequently, the patient developed an infection and a procedure to washout the wound and implants was performed on an unknown date. There were no components removed during the washout procedure.